Event description:
It was reported that during a lap donor nephrectomy procedure, faulty clips, jammed when used. Also, clips crossed if/when dispensed. There was no pt consequence. One device will be returned.

Manufacturer narrative:
Info anticipated, but unavailable at this time.